Event description:
It was reported that a malfunction alarm occurred. Reportedly, pump was exposed to water 5 days prior. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.